Event description:
The facility reported and infusion pump which non-delivered. User facility report was rec'd which stated the following: "during transport from surgery, baxter colleague pump quit functioning. Two channels on the same pump shut off, opened up and dumped fluid into the pt. Both drugs were vasoactive drugs for open heart surgery. Because pt was on lvad, no harm was caused to pt. Pump was plugged in during entire surgery (for several hours). Following the event pump would not restart. Device usage problem: device failed (e.g. Broke, couldn't get in to work or stopped working)." The following info was provided by the risk manager: channel a had cordarone 900 mg/500ml d5w at 1 mg/min. Channel b had d5w infusing tko. The pt had admitting diagnosis of ideopathic cardiomyopathy and had surgery for left ventricular assist device placement. The pt was being transported from surgery to the ccu when the event occurred. The channels shut off, opened up, and dumped approx 25 ml of fluid into the pt. The pt was on the left ventricular assit device and did not suffer any injuries but the medications were switched to another pump once in the unit. The pt is still hospitalized since he had dehiscense as a post-op complication. He is also awaiting a cardiac transplant. The pt was admitted to the hosp in 06.

Manufacturer narrative:
The device has been requested by baxter quality management for eval but has not yet been rec'd. Should the pump be rec'd for eval, a follow up report will be filed upon completion of the eval or if add'l info becomes available. Corrected data d4: the facility originally reported the device with serial number which the facility recorded in error and clarified with the correct serial number.